Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during an unknown procedure, the needle broke in half.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The broken needle was received with the instrument. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. The analysis made by engineering did not confirm the witness marks that were initially noted on the device. Instead the witness marks may have been attributed to dried blood. While the jaw gap was confirmed to be out of specifications, the instrument had no difficulty in loading, unloading or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. A review of the engineering analysis of the device found the device measurements are within specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information:date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative.